Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced pupil distortion. Due to pupil distortion, the lens was explanted. On the same day in a separate surgery a replacement of the same model, length, power but different axis was implanted. H6 - 4581: pupil distortion. (B)(4).

Manufacturer narrative:
H6 - 4581: irregular pupil, possible cyst/mechanical obstruction secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced irregular pupil and possible cyst or mechanical obstruction. The lens remains implanted. Final patient status is unknown. Cause of the event is unknown.

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced pupil distortion. Due to pupil distortion, the lens was explanted. On the same day in a separate surgery a replacement of the same model, length, power but different axis was implanted vertically. The problem was resolved. The cause of the event was reported as "patient related factor" and "unknown". Claim #(B)(4).